Event description:
Customer reported she had high blood glucose that required to her go to the emergency room. She stated that she noticed she was running high with a blood glucose of 535 mg/dl which prompted her to go to the emergency room. The customer's blood glucose at the time of admission was unknown. The date of admission was (B)(6) 2014. The customer's blood glucose was 308 mg/dl at the time of the call. She also reported that she was hospitalized because of hyperglycemia. She also stated the hospitalization was due to the failure of her infusion set. She stated that there was 37.7 units left on the reservoir but when she removed the reservoir, it was empty. The customer was discharged from the hospital with a blood glucose of 213 mg/dl. Troubleshooting did not find any issues with the insulin pump or cannula. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.